Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was natural causes and complications of diabetes. The caller stated that the customer had hardening of arteries. The customer's blood glucose at the time of death was 55 mg/dl; this was the last recorded value on (B)(6) 2017 at 2:30am. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller declined performing an upload to carelink stating that they did not have time. The caller stated that the customer had received a notification regarding loose drive support cap. The cap of the insulin cap was checked and was normal. The caller declined returning the insulin pump for analysis.